Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, at the time of lens implantation even with the care inherent to a thin lens due to the low diopter, we observed a fracture in the center of the lens caused by the injector. As the fracture was exactly in the visual axis we opted to remove the lens, which had to be cut for greater safety of explanation. Additional information was received, the lens was explanted and replaced with another lens in the same procedure and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the report of lens damaged by injector. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).